Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported false air in line alarm, which was confirmed through a review of the event history log. Evaluation was unable to reproduce the reported symptom of "air-in-line errors", and was unable to determine component causality.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during biomed testing. It was also reported there was no patient involvement.